Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump would not rewind. They received a compromised forced sensor alarm during priming. The customer's blood glucose was unknown. During troubleshooting, the customer was advised to disconnect from the pump and to treat per their doctor¿s orders but they declined to do so at that moment. They said that their drive support cap appeared normal and that they had not pressed the cap while connected. The customer was advised that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor . Pump passed displacement test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.